Event description:
It was reported that during a coronary drug eluting stenting procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified mid to distal right coronary artery. An ivus catheter was unable to cross the lesion. A 2.5mm balloon was used to dilate the lesion, however, the ivus catheter was still unable to cross. The lesion was dilated again with a 2.5mm balloon and the physician attempted to advance a taxus express2 3.0x20mm drug eluting stent to the target lesion. The stent delivery system was unable to cross the lesion. The physician attempted again using an anchor technique, but was unsuccessful. The physcian tried again to advance the taxus stent delivery system (sds) with two guide catheters, but was still unable to cross. The sds was removed from the patient and a portion of the stent was lifted up. The procedure was completed with another taxus stent. No patient complications occurred. Patient status is satifactory.

Manufacturer narrative:
.